Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was 598 mg/dl at time of event. Elevated bg was addressed with a bolus via the pump and by changing pump supplies. Customer went to the emergency room (ER) and was subsequently admitted the intensive care unit (ICU) 3-4 hours later for a bg greater than 600 mg/dl. Customer was treated intravenously with saline and insulin, and was released from the ICU 5 days later with the issue resolved and no permanent damage. Upon follow up, tandem technical support walked called through system check and determined the pump was functioning as intended.